Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus liberte' 3.5x12mm drug eluting stent was being advanced through the guide catheter, when "it got stuck". The entire stent delivery system was retrieved and the stent was slightly opened at both ends. No patient complications were reported.